Event description:
It was reported that a pump has a system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the unit was received inoperable due to the reported symptom of system error 105 caused by a failed motor flex. The motor assembly will be replaced.